Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed high pacing impedance measurements on the competitor's right ventricular (rv) lead and a lead revision procedure was performed. During the revision procedure, electrocautery was utilized to open the pocket resulting in the device revert to safety core. It was noted the device lost radiofrequency telemetry and the patient received numerous inappropriate shocks. Under fluoroscopy, it was noted the rv lead was not fully inserted into the device header which resulted in the out of range impedance measurements. The device was explanted and successfully replaced.

Manufacturer narrative:
At this time, this device has not been returned for analysis. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All ports were within specification. Here was no evidence of cross threading. All pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was interrogated and it was confirmed that device was switched to safety mode and it reverted to factory mode. Bench test on the device confirmed that all manual lead impedance measurements were within their normal range and device was capable of delivering both brady and tachy therapies prior to its sate changed to safety mode. Analysis confirmed the electrical reset was an induced failure which was caused by external interference or by using electrocautery. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.